Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2019.

Event description:
New information received stated that the patient's condition was stable before, during, and after the procedure and there were no known complications.